Event description:
It was reported the pt has to charge her ipg more frequently than normal. She is also having difficulty locating her ipg with the charger. The pt's ipg site feels uncomfortable whether stimulation is on or off. The pt was sent a new charger, but it did not resolve her charging issues. She thinks the ipg may have moved from its original location. No further information is available at this time.

Manufacturer narrative:
This ipg serial number is included in a field advisory. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.